Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was between 436 mg/dl. Customer was treated with manual injections for high blood glucose. Customer stated that they had issues with no delivery and was not resolved after changing set and reservoir. It was unknown that customer was using auto mode or not at the time of high blood glucose event. Customer stated they performed fill cannula and insulin did exit. The insulin pump and reservoir will not be returned for analysis.